Event description:
During evaluation, a cracked minicap was identified. Bubbles were observed at the minicap during leak testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.